Event description:
It was reported that during follow-up, the pulse generator exhibited inappropriate measured data. A software download on (B)(4) 2015 restored normal device function. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.